Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that there was an insulin leak somewhere on the transfer set of the infusion set. There were 2 insulin leaks from the same batch. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.